Event description:
It was reported that a patient underwent a cesarean section on an unknown date and a surgical sealant was used. The patient experienced redness and irritation at the incision site. The surgical sealant was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.